Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 10/30/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a shortened battery life issue; there was evidence of a partially discharged battery being installed. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was observed to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).